Manufacturer narrative:
There are no additional device identification numbers. Unique identifier = no UDI required. Ge healthcare's investigation has been completed. All data was reviewed and system testing verified that the scanner was operating normally and within performance specifications. The root cause was determined to be inadequate patient screening due to ECG electrodes being left on the inpatient when brought from the ward to the MRI scanner. The customer completed the patient warming questionnaire which advises them to review the rf warming section in the safety chapter of the operator manual. Rf heating can be caused by the use of non mr-compatible ECG electrodes.

Event description:
It was reported that a patient sustained a partial thickness burn to the chest after it was determined that non-mr compatible electrodes were left on the patient during a lumbar scan. The patient received wound care treatment to the burn which has since healed. User facility medwatch # (B)(4).